Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and reproduced during evaluation as the number 8 key was an automatic output while navigating through the device. The device was found out of specification in relation to the reported stuck 8 key which was found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a stuck 8 key. There was no known patient injury or medical intervention associated with this event. No additional information is available.